Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally changed the pump settings. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer corrected the settings and resumed insulin therapy.